Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump rejects new battery and also had failed battery test. The customer's blood glucose value was unknown. The customer stated that insulin pump rewind multiple time during reservoir change. The insulin pump had physical damage. He insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test. No excessive no delivery alarms and prime or fill anomaly noted. Device passed a21 error test and all operating currents tested within the specific range. Device was monitored and tested with no failed battery test noted. Device received with minor scratches on display window and cracked reservoir tube lip noted. (B)(4).